Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a loosening of the pegged glenoid led to an explantation of the anatomic eclipse prosthesis and the pegged glenoid. No further information was provided. Update avoe (B)(6) 2023. It was confirmed that the initial surgery took place in 2015 in the privatklinik bethanien, 8044 zürich. After the eclipse and the pegged glenoid were explanted, these devices were replaced with devices from another manufacturer.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image received from the field, it was noted that the arthrex® eclipse¿ cage screw was explanted. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Per dfu-0181-eo revision 4: '3. Loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear or tissue reaction to the implant. Loosening is frequently a consequence of one or several of the above listed risk conditions but can also be caused by inadequate anchoring technique (see below). 4. Dislocation, subluxation, or inadequate scope of movement as a result of failure to achieve optimum positioning of the implant."